Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a endeavor resolute rx it could not cross the lesion. The lesion was pre dilated with 2.0mm x 15mm balloon. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the distal tip was damaged. Stent struts were raised and deformed on the 6th, 8th and 11th distal stent segments. The stent was positioned on the balloon between the marker bands as per specifications. Image review summary: the images capture both the left and right coronary vessels. Previously deployed stents are visible in the rca. The lesion in the left vessel appears to be tight and highly stenosed. One image captures an uninflated balloon positioned in the lesion. There are no images capturing the attempted delivery and subsequent withdrawal of the endeavor resolute device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.